Event description:
The following event was reported to implantcast gmbh: "chronic fistulating periprosthetic infection of the reverse shoulder prosthesis on the right, abscess in the right axilla, proximal humeral osteitis on the right."

Manufacturer narrative:
It was reported to implantcast gmbh that the patient had to be revised approximately 27 months after implantation due to a chronically fistulating infection. The explanted products were not returned to implantcast gmbh. Therefore, optical examination was not possible. X-rays included in the available hospital discharge letter only display the situation after explantation of the prosthesis. According to the discharge letter, the patient received treatment by irrigation and drainage of an axillary abscess were performed on (B)(6) 2025, prior to the explantation that took place on (B)(6) 2025. Material certificates and manufacturing documents were checked and did not display any errors. Surgical techniques and instructions for use were checked as well and did not show any deviations. Additionally, sterilization certificates of the main component and all combination products were checked as well and did not show any deviations. No failure during the manufacturing process could be determined which might have caused the infection. Based on all available information, it is concluded that the products in question were not causal for the described infection. The event was assigned to the error patterns "infection" and "peri-prosthetic fracture" in the associated risk management.